Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced driveline fault and low speed advisory alarms. It was also noted intermittent increase in flow and power. The patient had rescue tape at bend relief of driveline. Prior history of pump exchange due to internal driveline fracture resulting in short-to-shield (manufacturer report number: 2916596-2019-04987). Log files showed one low speed advisory on (B)(6) 2025 and 14 driveline faults on (B)(6) 2025 and (B)(6) 2025. This type of behavior has been linked to potential issues with the percutaneous lead. The low-speed advisory only appeared to be occurring while connected to the mobile power unit (mpu). Xray were done and showed no areas of concern. The patient was asymptomatic. They were discharged from clinic with a power module and ungrounded cable with instructions to use that or batteries and not use mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline fault and low speed advisory alarms which were associated with elevations in estimated flow and pump power. Although a specific cause could not be conclusively determined, based on previous complaint history, the atypical pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Further, the reported superficial driveline damage could not be confirmed, and a specific cause for the damage could not be conclusively determined through this evaluation. The submitted log file contained events from 09mar2025 through 07apr2025. Driveline fault and low speed advisory alarms associated yellow wrench advisories were captured on (B)(6) 2025 while the system was connected to a grounded power source (power module). These events were also associated with elevations in estimated flow and pump power up to 12 lpm and 15.5 watts, respectively. Additionally, a low-speed advisory alarm was captured on (B)(6) 2025. No other notable events or alarms were captured. The account submitted 5 x-ray images for review, which captured internal and external portions of the patient¿s driveline. Review of the submitted images could not confirm any areas of driveline compromise. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook, rev. An are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. The IFU and patient handbook instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU outline system controller alarms, as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that tape was first applied on (B)(6) 2023. The patient remained stable at home with power module and ungrounded cable.